Event description:
It was reported that customer experienced a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump as backup therapy, and technical support arranged replacement pump.